Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer also experience high blood glucose level. The blood glucose level was 400 mg/dl. The insulin pump had motor pump error. Displacement test and self test was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.